Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patients spinal cord stimulator lead had impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 21349453/18915050.